Event description:
On november 18, 2009, a doctor reported that a patient developed cheek ulcers due to irritation from wearing the mara appliance and needed to take antibiotics for infection.

Manufacturer narrative:
Since each appliance is custom made to the request of the prescription, there was no product problem. The doctor has requested that a new appliance be fabricated of a different design for the patient's comfort. The nature of the product was irritating the patient's cheek. The doctor prescribed antibiotics to help heal the cheek ulcers and any infection. The patient's ulcers have now completely healed, and the patient is doing fine. The patient will be fitted with the new appliance at his next appointment.this is the final report. No device problem.